Event description:
It was reported that the patient was having difficulty keeping the ipg charged and was experiencing inadequate stimulation. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned as it was discarded.